Event description:
It was reported this was an attempted arteriotomy closure of the left common femoral artery (lcfa) and right common femoral artery (rcfa) using the pre-close technique via a small-bore sheath hole prior to an endovascular aneurysm repair (evar) procedure. The suture of the first proglide device was successfully placed in the lcfa. Reportedly, after suture placement of the second proglide device in the lcfa, there was resistance during removal of the device and the device could not be removed. A surgical cut-down was performed and it was noted that the suture of the second device had become entangled with the suture of the first device and the second proglide device had been trapped in them. The sutures of two proglide devices were successfully pre-placed in the rcfa. When tightening the knots, the sutures observed to be ¿brittle¿ and outside the access. A surgical cut down was performed and it was observed that the sutures were not in the artery but knotted towards the inguinal canal. Hemostasis was achieved on both the lcfa and the rcfa via surgical suturing. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The wo additional proglide devices referenced are filed under separate medwatch report numbers.

Manufacturer narrative:
The suture mediated closure (smc) system was not returned for analysis. The lot history record for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Additionally, a query of the complaint handling database for the reported device could not be conducted based on the lot number since the lot number was not reported. The root cause of the reported difficulties and subsequent treatments are related to circumstances of the procedure. In this case, it is likely the needles of the second device went through the loop of the pre-close sutures of the first device due to excess slack in the pre-close sutures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.